Manufacturer narrative:
The lot was manufactured december 6, 2017 ¿ december 8, 2017. Two devices were received for evaluation. A visual inspection was performed and it was noted that the bladder was ruptured on both units. The ruptured bladders were microscopically examined for the signs of abnormality that may have caused the rupture and no issues were noted. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladders of two (2) small volume intermates ruptured. This occurred during filling. There was no patient involvement. No additional information is available.